Event description:
It was reported by service report that the zoom system is stuttering. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Evaluation: handle weldment.